Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00692. It was indicated that the pt had an ams perigee graft implanted on (B)(6) 2008. It was reported that following this surgery, the pt had "experienced pelvic pain, bladder spasms, vaginal leakage and dyspareunia." The pt was diagnosed and treated for "urinary tract infection, and yeast infection." The pt was prescribed medication to treat her worsening urinary incontinence. On (B)(6) 2009, the physician observed a portion of the mesh was extruding into the pt's vagina, and performed additional surgery on (B)(6) 2009 to excise the mesh. The pt continued to experience pelvic discomfort and urgency to urinate. At an office visit on (B)(6) 2009, the physician determined the mesh had eroded again. On (B)(6) 2009, the mesh was replaced with another synthetic mesh product. Following this surgery, the pt continued to suffer from pelvic discomfort and urgency to urinate. The pt went to a urologist that found mesh erosion. On (B)(6) 2009, the urologist performed the surgery to excise the eroded mesh. The pt continued to experience pain and urinary incontinence. On (B)(6) 2009, the urologist performed a surgery to place another sling. The urologist indicated the pt's vagina was "quite scarred," and the procedure was very difficult due to "very poor tissue." The pt continued to experience pelvic pain, dyspareunia and urgency to urinate. The pt has been treated for chronic infection and had additional procedures to remove eroded mesh. It was reported that the pt's "urethra has atrophied completely," and the pt will "require additional surgery and other procedures in the future, and will likely require a permanent suprapubic catheter or similar device."